Manufacturer narrative:
At the time of the event, the device was available for inspection. It was inspected and evaluated by the manufacturer's service specialist at the healthcare facility where the malfunction occurred. Evaluation was documented. Subsequently, the device was replaced and the nonconforming device was destroyed.

Manufacturer narrative:
The malfunction was caused by repeated strong yanking on the handle of the heavily loaded cart during routine use over a period of several months. The user will be advised to exert force evenly and smoothly --and not in sudden jerks-- when moving the cart. Although the malfunction has only occurred at a single healthcare facility, allowing the cause to be traced to the user in question, in an excess of caution the weld joining the two parts of the cart will be reinforced during routine manufacturing of the device in the future.

Event description:
During routine use in the central cleaning and sterilization department of a healthcare facility, the loading element of a large sterilizer batch cart came loose from its handle, causing the shelves to slant. The load did not fall off and no injury occurred. However, a user could potentially be injured by a heavy falling load if the malfunction was to reoccur.